Event description:
It was further reported that there was dislodgement, and that the atrial lead was repositioned. The lead remains in use.

Manufacturer narrative:
Concomitant medical devices: 383059 lead, implanted: (B)(6) 2016.

Event description:
It was reported that a remote monitoring transmission indicated increased atrial output. The patient's mother also visually observed the patient's chest jumping. Device interrogation showed high threshold and no capture at maximum output, with diaphragmatic stimulation noted. There was no sensing in bipolar or unipolar, with apparent lead dislodgement. Reprogramming was performed pending an x-ray to confirm dislodgement, whereupon further actions would be decided. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.